Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, upon interrogation the physician observed the patient¿s notifier was not working. Troubleshooting was performed which resolved the issue. Session records were reviewed and the event could not be confirmed. No patient symptoms were reported.